Event description:
Additional information received reported the device was returned.

Event description:
It was reported that patient experienced pain at the site of their implantable neurostimulator (ins) over the past 2 months. They noted that this pain caused them more discomfort/pain than their original chronic pain and was affecting their sleep. The patient did not want to consider revising the pocket and/or reprogramming to obtain more optimal pain relief coverage and just want the device explanted which was performed on (B)(6) 2015. The patient status at the time of report was noted as ¿alive ¿ no injury¿. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (b)() 2015, product type: lead. Product ID: 977a260, serial# (B)(4) implanted: (B)(6)2014, explanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) ((B)(4)) found no anomalies. Note: previously reported fdc 11 no longer applies due to analysis being performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.